Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, eccentric, de novo target lesion containing >45 and <90 degrees bend were located in the mildly tortuous and mildly calcified, 20mmx2.75mm mid to distal left circumflex (lcx) artery and 28mmx3.0mm proximal left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed using 2.75x20 and 3.0x20 balloon catheters, leaving 85% residual stenosis in the lesion. A 2.75 x 20 synergy drug-eluting stent was advanced to treat the lcx lesion, but was unable to cross. When the device was removed, the tip of stent itself was found deformed and another of the same device completed the procedure. A 3.00 x 28 synergy drug-eluting stent was advanced to treat the lad lesion, but was also unable to cross. When the device was removed, the tip of stent itself was found deformed and another of the same device completed the procedure. The stents were post-dilated with 2.75x15 and 3.0x15 balloon catheters and the procedure was completed. There were no patient complications reported and the patient was stable.